Event description:
While on a patient, a philips vision bipap unit had (alternating current) ac power loss of less than 10 seconds and did not return to ventilation mode. After power loss, the unit performed a self test and displayed "loss of ac power" on the test screen but did not resume ventilation. A vision unit with software revision 13.8 is expected to resume ventilation at the modes and settings that are in effect prior to power loss, regardless of the duration of power loss. This did not occur.